Event description:
The service engineer who was installing the foot switch noticed that it was sticking or binding. He repackaged the foot switch assembly and sent it back to the fisma mfg. Plant. The foot switch was never used by a doctor.